Event description:
Upon clinical assessment of this event, it was discovered that the patient had a type ia endoleak. Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was found to be anatomy related, due to the hostile neck anatomy, which likely contributed to the occlusion of the aortic body, right iliac limb stent, and the native vessels down to the popliteal artery. The limb occlusion and subsequent patient death have been reported under 3008011247-2018-00008.